Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain and other chronic/intractable pain (trunk/limbs). The date of the event was approximately (B)(6) 2012. It was reported the patient had a pump replacement in (B)(6) 2012. The pump was ¿screwed up¿ and the patient was either overdosed or having withdrawal. The patient had to ¿rush back to the hospital¿. No out of box failure and no medical or therapy problem associated with small parts. No further complications were reported.